Event description:
During patient positioning and registration, the robocouch dropped vertically with a patient on the table. The patient did not fall off the couch. There was no apparent injury at the time.

Manufacturer narrative:
The robocouch will be fully investigated to determine if further action is needed.

Manufacturer narrative:
During patient positioning and registration, the robocouch (rbc) dropped vertically with the patient on the table. Initially customer reported no injury to the patient. Additional information has been obtained from the customer regarding the patient. The patient later alleged "light neck pain" and "sciatica" and was going to seek medical consultation. According to the customer, the patient has recovered. The potential patient injury has been assessed as minor injury. During the onsite investigation of the system, the field service engineer (fse) found the headrest to the table was damaged, and the a1 coupler had come loose and the axis had become disconnected. After the fse reconnected the coupler and secured the associated fasteners, the couch was able to be calibrated and returned to clinical use. The investigation determined that a1 coupler decoupled. The lower half of the coupler moved downward until it decoupled. The coupler screw loosened over time, allowing the lower half of the coupler to move vertically. During the investigation, service records were reviewed and 9 days prior to this event, the fse was on site to address a separate, unrelated issue and heard noise form the rbc. Troubleshooting of this prior event, the fse accessed the a1 coupler area, greased the spiral bar and checked tightness of the screw that eventually failed but the torque of that screw was not checked at that time. The fse touched the screw with a wrench and confirmed it was tight. A cross-functional team concluded no exact root cause could be determined. Probable root cause is inadvertent loosening by service personnel during service operations. Two corrections were identified from the investigation. The correction to the site was already completed by reassembling the coupler and the screw was retorqued to the manufacturing specifications. The system has resumed clinical use. A correction to re-train service personnel on proper way to service equipment, including the level of service to perform will be completed.